Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was unstable threshold, no capture at max output, undersensing and p waves were not being sensed on the right atrial (ra) lead. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.